Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested cloudy effluent and abdominal pain. The cause and hospitalization were not reported. The patient was treated with unspecified antibiotics (for 19 days) for the event. At the time of this report, the patient was recovering from the event. Pd treatment was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.